Event description:
Manufacturer representative reported patient had severe pain in left leg after the device system was implanted. Patient received inpatient physical therapy for a week. At discharge from the hospital, the patient walked with a limp and used a cane. The patient did not have this condition previous to surgery. Patient has had numerous tests, and has been seen by other physician regarding the condition. The patient has been using the stimulation system, but has been advised to have it removed to complete a MRI to assist in determining a treatment plan. No report of examination as of the date of this report. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplementa MDR follow-up report will be sent to FDA if additional information is received. Refer to medwatch report # 2649622200700703.